Event description:
It was reported during a lead replacement surgery due to lead migration (reference manufacturer report number: 3006705815-2019-00053 and 3006705815-2019-00054) the physician could not implant the lead due to scar tissue. The procedure was abandoned.